Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an implant, this annuloplasty ring was implanted and subsequently explanted. The reason for explant was due to the physician electing to replace the valve instead of repair. The physician indicated there were no malfunctions of the product. No additional adverse patient effects were reported.